Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the device exhibited loss of pacing, premature battery depletion, and failure to interrogate with no magnet response and the device was explanted and replaced. The patient exhibited syncope, arrhythmia, fatigue, and dizziness as a result of these malfunctions. The patient was stable throughout the intervention.

Manufacturer narrative:
The reported events of failure to interrogate, premature discharge of battery and no pacing could not be confirmed.the device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.